Event description:
On (B)(6) 2024, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. As a result, patient demographics, treatment details, the patient¿s current disposition and any temporal or causal relationship between this patient¿s infection and pd therapy remain unknown. In the intake, there was no indication this event was related to the use or performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and hospitalization.

Manufacturer narrative:
Correction provided in b1.

Event description:
On (B)(6)2024, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. As a result, patient demographics, treatment details, the patient¿s current disposition and any temporal or causal relationship between this patient¿s infection and pd therapy remain unknown. In the intake, there was no indication this event was related to the use or performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and hospitalization.